Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Five devices were received for evaluation. Two events were duplicated. One device was found to have a damaged electrical component. One device was found to have internal corrosion. One device is available for evaluation but has not yet been received. Three devices have an evaluation in process. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device safety switch was stuck in the "run" position. Six reported events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device safety switch was stuck in the "run" position. 5 reported events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 5 previously reported events are included in this follow-up record. 1 previously reported events were reported in error.    Product return status 4 devices were received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status 4 reported events were confirmed during testing. - 3 devices were found to be affected by gritty components. - 1 device was found to be affected by corrosion.   Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.